Event description:
It was reported that the device's battery depleted faster than normal. Longevity calculation indicates that the device was not within expected longevity performance. Hence, the device was explanted due to suspected premature battery depletion.

Event description:
The lead was capped and will not be returned for analysis.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. Based on all available parameter and usage information, the device was found to be outside of the expected limits. The device was analyzed with a new battery and was found to be normal. The battery was sent out to the vendor for further evaluation, and no anomaly was detected that would cause the battery to deplete. The cause for the premature battery depletion could not be determined.